Manufacturer narrative:
Device evaluation, results: fse performed preventative maintenance (pm). While performing the pm, the fse found that aspirate probe #2 tubing had a pinhole in it, the substrate probe was not locked into the aspirate/wash plate, and dispense probe #1 tubing was not tight at valve block. Fse corrected all these hardware issues. Fse also performed modifications on the incubator belt and the peri pump cassette.

Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated erroneously elevated accutni results above the ami cut-off on 2 patients. Upon repeat analysis, on the initial access 2 as well as on the laboratory's alternate access 2, results within the normal reference range were obtained. Customer reported the initial erroneously elevated accutni results were released from the laboratory; however, the results were questioned by the patients' physicians so there was no change to, or impact on, patient treatment as a result. There was no accutni quality control (qc) data supplied, however, the customer reported qc had been recovering within 1-2 sd of the laboratory's established ranges. There was no accutni calibration curve data supplied, or system check data. However, the customer reported multiple failing system checks with failing washed and unwashed portions, at the time of the erroneously elevated accutni results. Customer did not supply sample information. Field service engineer (fse) inspected the instrument and performed preventative maintenance (pm). While performing the pm, the fse found that aspirate probe #2 tubing had a pinhole in it, the substrate probe was not locked into the aspirate/wash plate, and dispense probe #1 tubing was not tight at the valve block. Fse corrected all these hardware issues. The fse also performed modifications to the incubator belt and the peri pump cassette. All levels of qc were performed following service and all results were within the laboratory's established ranges.